Event description:
Patient presented back to the physician with continued wound dehiscence at the ipg site due to healing issues. Physician brought the patient into the or and removed the ipg and sensing lead.

Event description:
Patient presented to the physician with tenderness, redness, drainage, and wound dehiscence at the chest incision site. Physician covered the chest incision site and prescribed antibiotics.